Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device probe is broken off at the proximal end. The broken piece of the probe tip was not returned. In addition, there was damage to the teflon pad and the coating had peeled. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation due to an alarm received during an unknown procedure. There was no visible damage to the device, but the device did not work despite a cable change. There is no reported harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the device probe is broken off at the proximal end. This medwatch is being submitted for the reportable issue of the probe breaking off observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. The following step-by-step scenario likely caused the event: 1) during output in seal & cut mode, the probe and the grasping section sandwiched with metal or a surgical instrument. 2) the scratches were made on the probe. The error occurred and the tissue pad was deformed. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 4) the probe broke when added some load. This following information is included in the instructions for use (IFU): ¿ "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." ¿ "when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿ "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." ¿ "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." ¿ "if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure."